Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing diabetic ketoacidosis and high blood glucose level 437 mg/dl and 137 mg/dl before reported event. Customer declined troubleshooting for high blood glucose level. Insulin pump was on auto mode. The device will not returned for analysis.